Event description:
It was reported that during the initial insertion of a central venous catheter (cvc), an issue with the introducer needle was identified. Upon puncture of the vessel, it was observed that the needle lacked a bevel and bent without the application of significant force, indicating a defect. As a result of this deformation, both the spring wire guide (swg) and the catheter were also deformed. The affected device components were removed, and the procedure was successfully completed using a new device via a second puncture. No additional medical intervention was required beyond replacement of the device. Good faith efforts were made to obtain additional information regarding the reported device issue and patient outcome. A total of three documented attempts were made to contact the user facility; however, no response or further information was received.

Manufacturer narrative:
(B)(4).